Event description:
It was reported that during a laparoscopic cholecystectomy, the device failed to completely clip across the tissue. The ends of the clips meet with bowing at the back of the clips. Unk how case was completed. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/12/2008. Info anticipated, but unavailable at this time.